Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Physician later mentioned rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and device rupture.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Physician later mentioned rupture. Device has been explanted.

Manufacturer narrative:
Lab analysis completion: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed opening assessed as unidentified (tear) opening (shell thickness was within specification). And missing piece of shell assessed as inconclusive. - capsular contracture: unable to observe since it is not related to the device. - malposition: unable to observe since it is not related to the device. As per the investigation procedure, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: b.5, h.6, h.11.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Physician later mentioned rupture. Healthcare professional later reported "lateral displacement of existing silicone implant". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii. Physician later mentioned rupture. Healthcare professional later reported "lateral displacement of existing silicone implant". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: a.5, a.6, b.1, h.6.